Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative one 3i t3® tapered implant 5/4 x 8.5mm (bopt5485), one certain® 4, 5, 6mm(d) implant driver tip ¿ short (iipdts) and one certain® 4, 5, 6mm(d) implant driver tip ¿ long (iipdtl) were returned for investigation (images 1 -4). Visual evaluation of the as returned products identified signs of use but no apparent signs of malfunction. Functional testing was performed and the devices were able to engage, retain and disengage as normal. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. Device history recrod review could not be performed for the driver tips (iipdts & iipdtl) as the lot numbers were unknown. Additionally, a year-long complaint history review was performed by item (iipdts & iipdtl) using keyword category 'functional disengaged' and no other complaints about nonconforming products were identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, devices malfunction did not occur. And the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided

Event description:
Doctor reported that due to lack of fitting, the driver detached from the implant and it fell into the mouth. There was a delay in the procedure, a new implant was placed to complete the surgery.